Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 588 mg/dl. Customer mentioned blood glucose of 208 mg/dl, 206 mg/dl at different time. Customer¿s last blood glucose level was 157 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The insulin pump was not returned for analysis.